Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose is 400 mg/dl. Customer stated there may have been water damage. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.